Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00x28mm promus premier drug-eluting stent was advanced but failed to cross. In an attempt to removed the device, the stent was damage and so as the catheter which was almost cut. The physician managed to completely removed the device from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus element plus, mr, ous 3.0 x 28mm stent delivery system (sds); 18315623-061 was returned for analysis. A visual examination of the crimped stent showed the proximal and centre rows damaged. The struts were stretched, overlapping, bunched and pulled in a proximal direction. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found a break in the outer/inner lumen 76mm distal from port bond. This type of damage may have occurred during attempts to withdraw the delivery system from the lesion site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 70% stenosed, concentric target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. A 3.00x28mm promus premier¿ drug-eluting stent was advanced but failed to cross. In an attempt to removed the device, the stent was damage and so as the catheter which was almost cut. The physician managed to completely removed the device from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.